Event description:
On 11-jun-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 509 mg/dl, resulting in emergency room treatment. The user was treated with subcutaneous insulin and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced persistent hyperglycemia for approximately 16 hours with blood glucose values reaching 509 mg/dl in the emergency department. The user reported irritability and lethargy and was transported to the hospital by a family member. Engineering review of available device history identified that approximately 102 units of insulin had been delivered since the most recent supply change, consistent with requested insulin delivery. The user's son reported that the user routinely inserted infusion sets into the same general area that had previously been used for multiple daily injections, and the importance of infusion site rotation was reviewed. Review of available information did not identify evidence of device malfunction. Based on available information, reduced insulin absorption related to repeated use of the same infusion site may have contributed to the reported hyperglycemic event; however, the cause of the event remains not established. A replacement ilet was provided to restore user confidence. If additional information becomes available, a supplemental MDR will be submitted.